Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced an event of bent cannula with an infusion set after using it for one day. The site of insertion was abdomen and patient confirmed it had sufficient subcutaneous tissue. Patient also confirmed to be positioned upright when inserting infusion set. The bent cannula resulted in increased blood glucose level. Patient's glucose level at the time of event was 660 mg/dl. The patient had to visit the emergency room. The patient was treated with intravenous insulin infusion. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.